Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the cartridge had been filled with 300 units of insulin. Blood glucose was 250 mg/dl. Customer loaded a new cartridge successfully and resumed insulin delivery.